Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received with disrupted timing and a tack protruding from the shaft. Functionally, the handle was actuated and the instrument cycled, the tacks did not seat properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture replication of the tack not loading properly is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition of tack not loading properly was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a transabominal preperitoneal (tapp) procedure. The tacking device was being used to fix the mesh. Three tacks were fired normally. Three tacks fell out of the shaft into the abdominal cavity. The tacks fell into the patient but were retrieved. Two tacks were fired normally, then the next tack got stuck in the shaft. The mesh was fixed with another tacking device. The surgery was prolonged by approximately three minutes. There was no patient harm.